Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 500 mg/dl. Troubleshooting was performed and it was found that the time clock was incorrect. Insulin pump passed the high pressure test more than once. Customer was advised to monitor insulin pump and to consult healthcare professional.